Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was implanted in 2015 and really benefitted from the device. In (B)(6) 2024, the recipient said she could not hear sounds with the device. She came to the local office to have in situ testing performed, which showed normal results. Local colleague tried another audio processor for her and increased the stimulation level up to about 100 qu, the child could hear again, after that they decreased the stimulation to the original level and the recipient could also hear sounds, then they went back home. However, several days later the problem came again. As per clinical support review the issue was most likely due to an air bubble and a head bandage was recommended. After two weeks of head bandage usage the situation became better. End of (B)(6) 2025, it was reported that the situation started again and the head bandage did not resolve the issue any longer. Based on the result of device testing and given that the child currently is in the adolescence stage, it was decided with the parents that they could pay special attention on the kid's daily life and school life from now on to see if there's any reason for the child to intentionally say that she cannot hear sounds with device, because each time she said like that she does not need to go to school.

Manufacturer narrative:
Conclusion: device investigation confirmed that stimulator electronics is working according to specifications. However, a reduced electrical impedance between coil and eap/rg (evoked action potentials/ remote ground) electrode was discovered during investigation. In additional damage to the active electrode caused by device minute mobility was found. This is a final report.

Event description:
The recipient was implanted in 2015 and really benefitted from the device. In (B)(6) 2024, the recipient said she could not hear sounds with the device. In situ testing performed showed normal results. Another audio processor was tried, and stimulation was increased up to about 100 qu and the child could hear again, after that the stimulation was decreased to the original level, and the recipient could also hear sounds. However, several days later the problem returned. As per clinical support review the issue was most likely due to an air bubble and a head bandage was recommended. After two weeks of head bandage usage the situation became better.